Manufacturer narrative:
The cobas integra 400 plus w/o ise serial number is (B)(6).

Event description:
The initial reporter received a questionable iron gen.2 assay result for one patient sample tested on the cobas integra 400 plus w/o ise. The initial result was 81.1 umol/l with a data flag. The first repeat result was 2.1 umol/l with a data flag. The second repeat result was 2.4 umol/l with a data flag.